Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -13.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk, (B)(4). Claim# (B)(4).